Manufacturer narrative:
A service report completed and dated 08/30/2016 indicated that the device was in compliance with dornier specifications. The customer stated the patient was (B)(6) year old male who died three (3) days after the lithotripsy procedure. The details concerning the cause of patient's death are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. This event occured in lebanon. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient death was reported.